Event description:
It was reported that the gear inside the handle broke and would not open after firing. The surgeon made a mini thoracotomy and opened the device with a surgical instrument. The case was completed with a similar device. There was no further consequence to the pt.